Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise on the atrial lead was noted. No interventions were taken by the physician. The patient is in stable condition and will be monitored.